Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call again if the malfunction code reappears, which the customer understood.